Event description:
A report was received that the patient was to be explanted because he no longer used his device. The physician elected not to explant the patient but instead revise the pocket due to discomfort and charging difficulties. The patient was reportedly doing well following the procedure.